Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery for oa. About 1 month after the surgery, the patient started to feel pain in the affected area. The alignment seemed to be disordered, but the cause of the pain was unknown, and it was decided to perform an open examination of the joint on (B)(6) 2022. On (B)(6) in the open examination, it was found that the distal femur was sinking. Therefore, the implant was exchanged in the revision surgery. The bone surface appeared to have fragility fracture and osteonecrosis, but the cause of this condition was unknown. Since the patient was female, it may be due to osteoporosis. The surgeon commented that the event was not considered to be implant related as there was no problem with tibia. No further information is available. Doi: (B)(6) 2021; dor: (B)(6) 2022; unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. H10 additional narrative:

Event description:
Additional information was received indicating that there was no surgical delay and no bone cement used that depuy manufactured.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.